Manufacturer narrative:
It was reported that the end-user experienced irritation to the head of the penis. The initial reporter indicated that the end-user was at a regularly schedule urologist appointment when this irritation was noticed. The foley catheter was reportedly removed and a new foley catheter was required to be inserted with no further incident. No serious injury occurred. No follow-up care or further medical intervention reported. No sample was returned to the manufacturer for evaluation. Due to the need for foley catheter re-insertion, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced irritation and a new foley catheter was required to be inserted.